Manufacturer narrative:
Submit date: 05/19/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. Customer reports that the unit will not power or will power on for a few seconds and power off. No patient involvement.

Manufacturer narrative:
Submit date: 10/18/2016. An investigation of kangaroo k924 pump was performed for the reported condition of; the unit will not power or will power on for a few seconds and power off. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due the unit¿s pcb board. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.